Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with audio beep anomaly and blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone due to a corroded lcd board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.